Event description:
The customer reported the ventilator had power problems. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) reported the ventilator was not functional on the backup battery. The fse reported review of the device diagnostic history noted occurrences of +-24/12 volt power failure and restart with vent inop on power up after reset due to a nonfunctional battery. The fse reported the backup battery was dated 2010. The fse replaced the backup battery to address the reported problem and findings. Applicable final testing was performed per operating specification and passed. Per the operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Proper care, maintenance and testing should be performed when using battery power sources.